Event description:
It was reported that the patient underwent a surgical procedure to replace their artificial urinary sphincter (aus) due to recurring incontinence. It was mentioned that the pressure regulating balloon (prb) exhibited an unspecified issue. The aus system was explanted and replaced. The physician chose to downsize the cuff from 8cm down to 7cm. There were no further patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff and pump were visually and microscopically examined, and leak tested. No anomalies were found with the cuff and pump. The balloon component was visually and microscopically inspected. Leak and functional testing were not completed due to a tear in the balloon shell. Based on the information available and analysis results, the tear found in the balloon identified could have caused or contributed to the reported clinical observation of mechanical non-conformance.

Event description:
It was reported that the patient underwent a surgical procedure to replace their artificial urinary sphincter (aus) due to recurring incontinence. It was mentioned that the pressure regulating balloon (prb) exhibited an unspecified issue. The aus system was explanted and replaced. The physician chose to downsize the cuff from 8cm down to 7cm. There were no further patient complications reported.